Event description:
The customer reported that a patient death occurred.

Manufacturer narrative:
The customer reported that a patient death occurred. The customer was interviewed further and stated that the patient had a weak heart, and there was no allegation or indication that a device failure occurred. They were looking for data in order to follow up procedurally with how long it took the monitor techs to notify care giving staff of the alarms. The alarm logs were obtained from the central station involved, and they show multiple alarms annunciated for this patient and acknowledged (silenced) at the central station. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)